Manufacturer narrative:
Hamilton medical ag case number is (B)(4) investigation is ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off/cracked housing. This causes a leak in the circuit, preventing the pressure from rising. - this occurrence was noticed during the pre-operational stage before usage. - whether alarms were triggered was not reported. - the event log file is provided to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off/cracked housing. This causes a leak in the circuit, preventing the pressure from rising. - this occurrence was noticed during the pre-operational stage before usage. - whether alarms were triggered was not reported. - the event log file is provided to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.